Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 10/22/2012.meter - 12/7/2012.

Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter is giving inaccurate reading of "5.0 mmol/l" (90 mg/dl) compared to "2.9 mmol/l" (52 mg/dl) obtained on the onetouch ultra2 meter. Reportedly, the patient developed symptoms described as "weak, shaky, and blurred vision", and promptly tested on both meters and obtained the aforementioned blood glucose readings. The patient administered self treatment with food and drink at the time of concern to bring her blood glucose up. During troubleshooting, the customer care advocate verified the comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported as a malfunction due to the alleged inaccurate high issue. There is no evidence the patient suffered a serious injury due to the alleged inaccurate high reading since the symptoms preceded the onset of the reported issue. In addition, the patient was able to promptly manage her diabetes with food/drink at the time of concern.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.